Event description:
The breakage of a bio-rci ha screw occurred during clinical evaluation (for fixation of acl graft). Evaluation lof the event found that the surgeon inserted the screw while the knee was hyperflexed. In addition, he did not use the starter as required, or the tap as recommedned in company instructions for use. The screw and pieces were removed, and a cannuflex screw was used to fixate the graft in the femoral head. A good level of fixation was achieved and the case was finished in the usual manner.